Event description:
Additional information received indicated a lead revision procedure was performed to address the oversensing. During the procedure, insulation damage was noted near the distal end of the rv lead. The majority of the rv lead was capped and left implanted, while the portion of the rv lead with the insulation damage was explanted. A replacement rv lead was successfully implanted. The patient was in stable condition.

Manufacturer narrative:
The reported event of over sensing was not confirmed while the reported event of insulation damage was confirmed. As received, a partial lead (connector portion) was returned in one piece. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual inspection of the lead found the lead insulation was twisted consistent with procedural damage at the proximal region of the lead. The cause of the reported event of insulation damage was isolated to procedural damage. X-ray examination did not find any indication of conductor fractures.

Event description:
During remote monitoring, episodes of oversensing were observed on the right ventricular (rv) lead. The device was reprogrammed and lead revision is anticipated, but has not been performed at this time. The patient was stable and will continue to be monitored.